Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-23204. It was reported the pt did not receive adequate stimulation coverage during an attempted permanent surgical procedure on (B)(6) 2013. Subsequently, the leads were explanted and the surgical procedure was abandoned. The pt is recovering well post-operative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.